Event description:
Severe skin burning within 10 seconds by equate saline solution packaged, but no msds, no emergency contact number, and they are not listed by directory assistance and can't find them on internet. Dose or amount: 12 0z. Route: dental. Dates of use: two days in 2007.